Manufacturer narrative:
Polident tablets are mfg in (B)(4). The lot number for ths product is known but it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of nausea in a (B)(6) female pt who received double salt denture cleanser (B)(4) (polident 3-minute denture cleanser tablets) for denture cleansing. A physician or other health care professional has not verified this report. On an unk date, the pt started polident. At an unk time after starting polident, the pt experienced nausea ("sick to my stomach") unable to eat for two weeks and strange taste in mouth when she would put her dentures in her mouth. The pt stated that she felt poisoned. This case was assessed as medically serious by gsk. Treatment with polident was discontinued. At the time of reporting, the events of sick to stomach and funny taste in mouth have improved, while the event of unable to eat was unresolved. The pt lodged a product complaint of the polident tablets are different than before. They are like bricks and the texture is off. The pt has used polident variants for 30 years without problems.